Manufacturer narrative:
Device not returned. This was determined reportable to FDA per edwards lifesciences procedures. The device history record (DHR) review has also been completed on 09/03/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter is requested.

Event description:
Reportedly, the device was explanted after an implant duration of 4.23 months due to endocarditis. Per the cer: perimount plus was implanted to correct pve in 2009 during the event. Approx four months later, symptoms of pve were observed. Customer was monitoring the patient. The following month, emergency mvr operation was conducted and perimount plus was explanted, due to mitral regurgitation. Another perimount plus was implanted as a replacement. Customer commented that there were severe vegetations observed on leaflets. Report only. Device will not be returned for evaluation, due to the infection.